Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and crohn's disease ('crohn's disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), arthralgia ("hip pain") and crohn's disease (seriousness criterion medically significant) and underwent intestinal resection ("bowel resection"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the back pain, crohn's disease and intestinal resection outcome was unknown and the pain in extremity and arthralgia had not resolved. The reporter considered arthralgia, back pain, crohn's disease, intestinal resection and pain in extremity to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: back pain, hip pain, leg pain, crohn's disease, bowel resection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and crohn's disease ('crohn's disease') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), arthralgia ("hip pain") and crohn's disease (seriousness criterion medically significant) and underwent intestinal resection ("bowel resection"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the back pain, crohn's disease and intestinal resection outcome was unknown and the pain in extremity and arthralgia had not resolved. The reporter considered arthralgia, back pain, crohn's disease, intestinal resection and pain in extremity to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s social media records: back pain, hip pain, leg pain, crohn's disease, bowel resection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- leg pain, hip pain. Previously reported event- medical device removal updated to event- back pain. Reporter were added. Fu 01, 02 and 03 was processed together. On 23-mar-2020: social media was received. Reporter were added. Fu 01, 02 and 03 was processed together. On 23-mar-2020: social media was received. Event added- crohn's disease, bowel resection. Reporter were added. Fu 01, 02 and 03 was processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.